Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: there were three (3) devices reported by the initial reporter. A separate FDA form 3500a has been submitted for each device. (B)(4).

Event description:
It was reported the package of the sterile dressing was not sealed properly. No patient involvement was reported.

Manufacturer narrative:
After a detailed batch review, no discrepancies were found in the record. A returned product sample was evaluated and it was determined that the sample did not meet specification. A non-conformance (nc) was raised to investigate the event. The investigation determined that (B)(4) complaints against the associated lot for reported issue was within acceptable limits. No further action was warranted and the investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
It was discovered on september 09, 2015 that information was omitted from the initial MDR that was reported to the FDA on september 03, 2015 - MFR# 1049092-2015-00516. One unopened and unused sample was received at (B)(4). A visible inspection showed 3 of the 4 sides of the primary packaging had the required seals. One side of the primary packaging did not show evidence of a seal. After a review with process engineering it was determined that the primary packaging length was possibly too short. The packaging appears off center. Additional evaluation is required. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).